Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, quality control and manufacturing instructions was conducted during the investigation. The complaint device was not returned therefore physical examination of the device by the quality engineering and/or engineering departments could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history records were reviewed and noted one nonconformance for the work order. The nonconformance was recorded for "bent". This noted nonconformance would have been reworked / repaired prior to further processing. Per review of the device history record there is no indication that the device was not manufactured to specification. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the tip of standard fixed core wire guide was found broken when the package was opened. The device did not come in contact with the patient. There was no patient harm reported and no additional procedures were required because of this failure. It was further reported that the customer dropped the device package and therefore, the device will not be returned to the manufacturer for further investigation.